Manufacturer narrative:
Image review: one photo was received from the account, capturing what appears to be the resolute integrity 2.5x8mm stent. Stent deformation is visible to the 4th and 5th stent wraps with struts raised. The stent deformation can be confirmed as reported by the account. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Stents were previously implanted in the distal lad. It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a heavily calcified and tortuous mid lad lesion exhibiting 80% stenosis. There was no damage noted to the device packaging. No issues were noted upon removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. During the procedure, it was reported that the device did not pass through a previously deployed stent. Resistance was encountered while attempting to advance the stent but no excessive force used. It was reported that stent deformation occurred during positioning. It was reported that the stent strut was fractured. It was reported that the stent was most likely damaged when attempting to cross stenosis. The artery was reported to be heavily calcified. No patient injury reported. Procedure was not completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.